Event description:
Customer reported via phone call to have received a button error alarm while attempting to suspend insulin pump. Customer's blood glucose was 192 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.